Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The cause was determined to be a manufacturing process issue. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Product evaluation for pilgrim (B)(4). Received 1 unused sample of product code 2h7519, lot ur12b15026. Evaluation: the sample was brought to the (B)(4) lab for evaluation by a tech center engineer. Visual inspection confirmed that, the roller is missing from the clamp frame item number (4) part number 03-08-04-060. The complaint was confirmed. A follow-up report will be sent when evaluation is complete.

Event description:
The medical products manufacturing sent email to baxter corporate product surveillance to report one (1) buretrol (ballvalve drip chamber) which was missing the roller from the roller clamp above the burette chamber. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.